Manufacturer narrative:
Updated via user facility # (B)(4).

Event description:
It was reported that distal tip separation occurred. The 70% stenosed target lesion was located in the mildly tortuous and moderately calcified distal right coronary artery (rca). A 4.00 x 48mm synergy xd drug-eluting stent was advanced for treatment. However, during removal of the stent catheter, the tip broke off and became stuck in the rca. A snare was used to retrieve the broken tip from the body and the procedure was completed. There were no patient complications reported. T was further reported that this is the same case as user facility maude report #(B)(4).

Manufacturer narrative:
Device evaluated by MFR: a section of the synergy xd mr us 4.00 x 48mm stent delivery system was returned for analysis. Received for analysis was the main section of the device, including the hub, hypotube and a section of the distal extrusion. A break had occurred in the distal extrusion at 122.5cm distal from the strain relief. The distal section of the break including a section of the distal extrusion, balloon, crimped stent and tip was not returned for analysis.a visual, microscopic and tactile examination of the hypotube found multiple kinks.

Event description:
It was reported that distal tip separation occurred. The 70% stenosed target lesion was located in the mildly tortuous and moderately calcified distal right coronary artery (rca). A 4.00 x 48mm synergy xd drug-eluting stent was advanced for treatment. However, during removal of the stent catheter, the tip broke off and became stuck in the rca. A snare was used to retrieve the broken tip from the body and the procedure was completed. There were no patient complications reported. It was further reported that this is the same case as user facility maude report #3600840000-2021-8112.

Event description:
It was reported that distal tip separation occurred. The 70% stenosed target lesion was located in the mildly tortuous and moderately calcified distal right coronary artery (rca). A 4.00 x 48mm synergy xd drug-eluting stent was advanced for treatment. However, during removal of the stent catheter, the tip broke off and became stuck in the rca. A snare was used to retrieve the broken tip from the body and the procedure was completed. There were no patient complications reported.